Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Svc lead impedance warning. Noted several fluctuations in measurement over time. Svc coil turned off. Atrial bipolar lead impedance warning intermittent atrial under sensing. Reference report mw5147388. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5147389.